Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump was clogged, the airflow was too weak and there was a liquid substance inside the pump. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the xenon light source did not work with endoscope 180. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.